Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted image confirmed damage to the outer jacket of the patient's pump cable. Although a specific cause for the damage could not be conclusively determined through this evaluation, it did not appear to have contributed to an electrical issue. Review of the submitted image showed a tear in the outer jacket of the driveline. The armor layer in this area was damaged revealing the underlying layer, which appeared intact. No wires were visible. Tape covered the outer jacket of the driveline that surrounding the tear. Additionally, damage to the inline connector bend relief was observed. The controller event log file contained events from 30dec2024 through 06jan2025. No notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The patient handbook also cautions the users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient had multiple exposed wires on the driveline area proximal to the abdomen. Rescue tape was applied over the damage. No other notable findings upon initial interrogation and log files were submitted for further analysis. The event log captured routine events. It appeared that the ventricular assist device and peripheral equipment were functioning as intended.